Event description:
It was reported that the patient had a successful trial but after the trial lead was explanted, the patient was admitted to the hospital with an ¿apparent¿ abscess at the lead site. The pain management physician did not believe the event was related to the trial. As of (B)(6) 2015, the patient was released from the hospital and was doing much better. Additional information about the abscess was requested from the physician. If received, a follow up report will be sent. Of note, the patient had 2 trial leads. Refer to MFR 6000153-2015-00053 for the other lead.

Manufacturer narrative:
Concomitant products: product ID 977d260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type screening device; product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of onset/diagnosis of infection was five days after the trial. A culture was obtained and mrsa was the organism cultured. Treatment for the infection included IV antibiotics and total device system explant (the leads were removed at an office visit). The infection resolved. It was noted the patient had post-op wound or skin contamination (left arm surgery fasciotomies) which was a risk factor they had before implant of the device. The patient did not have meningitis.

Manufacturer narrative:
(B)(4).